Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure was in wrong location') in an adult female patient who had essure (batch no. A33564) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstrual cramp, genital bleeding, body mass index normal, vaginitis, heavy periods, clotting disorder, gerd, migraine headache, dysplasia, low back pain, bloating, pelvic pain female, osteoarthritis and cervical dysplasia. Previously administered products included for birth control: ortho tri-cyclen from 2005 to (B)(6) 2013 and nuvaring from (B)(6) 2012 to (B)(6) 2013. Concomitant products included alprazolam (xanax) from (B)(6) 2012 to (B)(6) 2013, diazepam (valium) from (B)(6) 2015 to (B)(6) 2015, diazepam from (B)(6) 2016 to (B)(6) 2016, duloxetine hydrochloride (cymbal) since (B)(6) 2015, ethinylestradiol;levonorgestrel (nuvaring) from (B)(6) 2012 to (B)(6) 2013, hydrocodone bitartrate;paracetamol (lortab) since 2003 to (B)(6) 2013, oxycodone hydrochloride;paracetamol (percocet) since 2005 to (B)(6) 2015, oxycodone since (B)(6) 2016, sulfamethoxazole;trimethoprim (motrin) from (B)(6) 2012 to (B)(6) 2013, triamterene from (B)(6) 2016 to (B)(6) 2016 and valaciclovir hydrochloride (valtrex) from (B)(6) 2014 to (b0(6) 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced pelvic pain ("pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain") and was found to have weight increased ("weight gain"). In november 2014, the patient was found to have hormone level abnormal ("hormonal changes describe: hormone imbalance"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (bilateral salpingectomy and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, hormone level abnormal, vaginal infection, anxiety, depression, nausea, dysmenorrhoea, vaginal discharge, weight increased, alopecia and back pain outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and fatigue had resolved. The reporter considered alopecia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Lot number:a33564 manufacture date: 2012-07 expiration date: 2015-07 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc (product technical complaint) incident we received a lot number this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure was in wrong location') in an adult female patient who had essure (batch no. A33564) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstrual cramp, genital bleeding, body mass index normal, vaginitis, heavy periods, clotting disorder, gerd, migraine headache, dysplasia, low back pain, bloating, pelvic pain female, osteoarthritis and cervical dysplasia. Previously administered products included for birth control: ortho tri-cyclen from 2005 to (B)(6) 2013 and nuvaring from (B)(6) 2012 to (B)(6) 2013. Concomitant products included alprazolam (xanax) from (B)(6) 2012 to (B)(6) 2013, diazepam (valium) from (B)(6) 2015, diazepam from (B)(6) 2016, duloxetine hydrochloride (cymbalta) since (B)(6) 2015, ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2012 to (B)(6) 2013, hydrocodone bitartrate;paracetamol (lortab) since 2003 to (B)(6) 2013, oxycodone hydrochloride;paracetamol (percocet) since 2005 to (B)(6) 2015, oxycodone since (B)(6) 2016, sulfamethoxazole;trimethoprim (mortin) from (B)(6) 2012 to (B)(6) 2013, triamterene from (B)(6) 2016 to (B)(6) 2016 and valaciclovir hydrochloride (valtrex) from (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("depression"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced pelvic pain ("pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient was found to have hormone level abnormal ("hormonal changes describe: hormone imbalance"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (bilateral salpingectomy and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, hormone level abnormal, anxiety, depression, nausea, dysmenorrhoea and alopecia outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, dyspareunia, vaginal discharge, fatigue, weight increased and back pain had resolved. The reporter considered alopecia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for pain, abnormal bleeding and weight gain related events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Lot number:a33564 manufacture date: 2012-07 expiration date: 2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of events back pain, vaginal infection, vaginal discharge and weight gain were updated to recovered. Rcc was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure was in wrong location') in an adult female patient who had essure (batch no. A33564) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstrual cramp, genital bleeding, body mass index normal, vaginitis, heavy periods, clotting disorder, gerd, migraine headache, dysplasia, low back pain, bloating, chronic pelvic pain syndrome, osteoarthritis and cervical dysplasia. Previously administered products included for birth control: ortho tri-cyclen from 2005 to (B)(6) 2013 and nuvaring from (B)(6) 2012 to (B)(6) 2013. Concomitant products included alprazolam (xanax) from (B)(6) 2012 to (B)(6) 2013, diazepam (valium) from (B)(6) 2015 to (B)(6) 2015, diazepam from (B)(6) 2016 to (B)(6) 2016, duloxetine hydrochloride (cymbalta) since (B)(6) 2015, ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2012 to (B)(6) 2013, hydrocodone bitartrate;paracetamol (lortab) since 2003 to (B)(6) 2013, oxycodone hydrochloride;oxycodone terephthalate;paracetamol (percocet) since 2005 to (B)(6) 2015, oxycodone since (B)(6) 2016, sulfamethoxazole;trimethoprim (motrin) from (B)(6) 2012 to (B)(6) 2013, triamterene from (B)(6) 2016 to (B)(6) 2016 and (B)(6) from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced pelvic pain ("pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient was found to have hormone level abnormal ("hormonal changes describe: hormone imbalance"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression ") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (bilateral salpingectomy and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, hormone level abnormal, vaginal infection, anxiety, depression, nausea, dysmenorrhoea, vaginal discharge, weight increased, alopecia and back pain outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and fatigue had resolved. The reporter considered alopecia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs and mr received:lot number added, event medical device complication was deleted. Reporter and patient demographics, medical history, historical drugs, concomitant drugs were added. Suspect drug indication and added. On (B)(6) 2012, she implanted essure. On (B)(6) 2016, she explanted essure. Added events hormonal changes describe: hormone imbalance. Abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: vaginal. Psychological or psychiatric problems condition: anxiety, depression and mental anguish. Migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain, hair loss, back pain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.